Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: 0221183343, implanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that he had a discomfort in the right hip going up towards his lower rib cage. The patient stated that he has had this sensation since the operation. Additional information received reported that the patient has met with their healthcare provider (hcp) and the hcp has requested an x-ray of the lead location. The hcp felt as though the issue is that the ipg needs to be re-located. The hcp had asked the patient to turn off the device overnight. The patient is happy with the improvement in his bladder.